Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced an adverse event. The patient's mother came into the patient's room and found the patient unresponsive around 6:30am and gave the patient glucagon. The patient remained unresponsive and the patient's mother called the ambulance. When the ambulance arrived, they took the patient to the hospital where the patient remained unresponsive. The patient's mother stated that the dexcom receiver was stuck on the initialization screen at the time of event. The patient's mother did not provide further event details. No additional patient information is available. No product or data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information regarding the event is available. It was reported that the patient experienced a hypoglycemic event. The patient's mother came into the patient's room and found the patient unresponsive around (B)(6). The patient was given glucagon but remained unresponsive and the patient's mother called the ambulance. When the ambulance arrived, they took the patient to the hospital and the patient was still unresponsive. The patient's mother stated that after the event, she noticed that the continuous glucose monitor was stuck on the initialization screen and indicated that she did not restart the receiver herself.